Event description:
On (B)(6) 2014, it was reported that on (B)(6) 2014 the patient's blood glucose level was 470 mg/dl and she tested positive for ketones. Correcting the elevated blood glucose level was unsuccessful, including after changing the infusion set. The patient was nauseas and vomiting. She was taken to her doctor where she was treated with an insulin injection and infusion. The patient stated that she had not experienced this issue with infusion sets from other lots. The infusion set was discarded; therefore, no product with be requested to be returned for evaluation.

Manufacturer narrative:
The samples were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.